Manufacturer narrative:
During troubleshoot via telephone, it was determined that the circuit board on the monitor was damaged which the customer suspected was attributed to a power surge. The referenced device was returned to olympus for service. The service inspection confirmed the customer¿s reported problem as there was no power from a defective/faulty circuit (gi) board. The circuit board was replaced, and the device was tested and functioned appropriately. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical equipment technician at the user facility that customer high-definition liquid crystal display monitor is ¿not powering on¿. The problem was found during preparation for use. No death, injury or harm was reported to olympus. The device will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device would not power on due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Minor scratches were also noted on the liquid crystal display window screen; however, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.